Event description:
Customer stated, "had pad on lap and sparks flew out of the strain relief by the switch." The product was returned for investigation. The product was approx. 5 years and 2 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator observed the pad had a cut on the cord near the strain relief. The user was wrapping the cord under the switch while in use. This created stress on the cord and caused it to break. The cut was the source of the sparks the customer described. The pad was also bunched, stained, had bent leads, and had bent thermostats, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds. The customer did not claim any injury.

Event description:
Customer stated "got a little burn on my hand."